Event description:
A medtronic representative reported a site navigation system with a vertek arm that did not tighten properly around one of the joints. This concern was discovered prior to a procedure and a different vertek arm was used in that case. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Medtronic investigation of returned suspect vertek arm finds that, as reported, once the vertek arm is tightened it does not hold sufficiently on the lower joint. It should hold for a pull force up to 14 pounds, but begins to move at about 7 pounds. This arm is about three and a half years old and appears to be well worn. Mechanical failure, malfunction - will not tighten - directly caused event.